Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a different sound coming from the pump could not be confirmed through this evaluation. A specific cause for this event could not be conclusively determined. Review of the submitted log files confirmed low flow alarms. According to the account, the cause of the low flow events was hypotension and dehydration. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this investigation. The submitted controller event log file captured transient low flow hazard alarms on 31mar2024 and 01apr2024. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also notes that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also cautions that the appropriate personnel should be notified if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to natural causes. The patient's death was not considered device related and the device operated as expected.

Event description:
It was reported that on (B)(6) 2024 the patient was admitted for blood pressure issues and low flow alarms. The healthcare provider noticed a different sound upon auscultation of the pump. A review of the log files found low flow events throughout where the flows hovered around 2.4 to 2.5 liters per minute (lpm). The cause of the low flow alarms was hypotension and dehydration. The patient was given intravenous (IV) fluids and the alarms resolved temporarily. The origin of the different sound from the pump was not identified. Additional information reported that the patient was admitted to hospice for end-of-life care due to end stage heart failure and right ventricular (rv) failure. The rv failure was not pre-existing to the patient¿s left ventricular assist device (lvad) implant.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.